Event description:
M/g ii tibial plate was implanted in pt's right knee in 1993 as part of an m/g ii total knee replacement. On 08/04/1998 pt's physician discovered via x-ray radiolucency of lateral tibial plateau and tibial subchondral cyst formation on the lateral condyle. In 1998 pt's tibial plate was found broken and total knee was revised. Pt did well postoperatively.